Event description:
It was reported that the patient presented in clinic. Device interrogation revealed battery estimate. The healthcare professional suspects this was overestimated. A remote home monitoring system was ordered for the patient. The patient was in stable condition throughout the event.